Manufacturer narrative:
Concomitant medical products: product ID: 407645 lead, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a battery longevity issue. Due to an increase in right ventricular (rv) lead threshold. The rv lead was reprogrammed. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.